Manufacturer narrative:
No customer product or blood samples were returned to the immucor laboratory for evaluation. The e137 lot had already expired before retention testing could be done. Device eval: had already expired.

Event description:
On (B)(6) 2014, a customer reported an unexpected negative antibody screen when using capture-r ready-screen (3) using both a galileo echo and also a galileo neo instrument, when tested on (B)(6) 2014.